Manufacturer narrative:
Incident description: the catheter was inserted on (B)(6) 2024. The following day, a nurse observed a leak and slight swelling at the insertion site during flushing. The nurse reported that they likely "pushed fairly hard attempting to flush it." The patient experienced tenderness 3 cm above the insertion site. The nurse was unable to obtain blood return and subsequently removed the catheter from the patient. Upon examination, a slight kink and fracture of the catheter were observed and reported to avi on (B)(6) 2024. The midline was replaced the next day in the same arm but a different vein and was functioning well at the time of the report. Device investigation: the catheter was returned to avi on october 15, 2024, for further investigation. An axial break was found at the 3 cm mark, and a kink was confirmed near the 3.2-3.6 cm mark. The catheter was fully patent. Upon cross-sectioning, an axial deformation was observed in the inner wall, resulting in a localized thin wall, which likely contributed to the break. Production and lot review: the lot number was provided by the complainant. A review of production records for that lot and associated lots revealed no nonconformances. Additionally, no other reports of issues with this lot or associated lots have been received by avi. Root cause analysis: potential causes of the break have been investigated, including consideration of damage by a guidewire during use and the review of production images of catheter cross-sections. However, no root cause has been identified. Without additional information, the root cause cannot be determined.

Event description:
Customer reported a fractured midline catheter.